Event description:
It was reported by the patient that the remote monitor had no power. It was noted that the monitor had not transmitted in the past. The patient stated that the batteries had exploded previously and even after replacing the batteries the monitor still had no power. The patient was referred to the clinic for a replacement and is returning the monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).